Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed, and it was discovered that the reported event was caused by a loose memory bank. Re-seating the memory bank firmly resolved the issue. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system's screen flickered occasionally. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction to unique device identifier (UDI) and catalog number now provided.